Manufacturer narrative:
Repairs have not been completed.

Event description:
Info received indicates the right intermediate siderail function will not operate the bed. The service required is on with error codes of 20-113. The technician found dried fluid on the right u.c.m. Board.